Event description:
The patient reported discomfort at the implant site in the midline upper thoracic region and right upper buttock area. The patient also experienced upper extremity complex regional pain syndrome. The patient requested that the neurostimulation system be removed; it was explanted. The patient recovered without sequela. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).